Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms were noted during testing. The motor was tested outside the device and passed. The insulin pump was received with cracked case at display window corners and minor scratched lcd window.

Event description:
The representative reported via phone call that the customer was hospitalized due to heart attack and high blood glucose. The representative reported that the insulin pump had a motor error alarm in the hospital which caused high blood glucose. The customer's blood glucose was 299 mg/dl at the time of ambulance call. The customer's blood glucose was around 80 mg/dl at the time of incident. The representative stated that the high blood glucose was treated at the hospital. The representative stated that the customer was given insulin drip. The representative stated that they were able to rewind the insulin pump. The representative stated that the drive support cap appeared normal. The representative stated that the insulin pump was not exposed to high magnetic fields. The representative was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.